Manufacturer narrative:
The reason this revision surgery was performed was to repair a subscapularis failure after three months of patient use by implanting a new prosthesis. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against lot number 878c1363. (B)(4). The patient is reported to have suffered a subscapularis failure but no information was supplied that offered a reason or root cause for the failure. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a subscapularis failure.